Event description:
Consumer reported via social media that upon removal she had an unspecified number of tampons fall apart. She manually verified no pieces of pledget remained in her vaginal cavity. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.